Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0y1q6, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0y1q6, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found insignificant anomalies; the ins was functionally okay. Analysis of the extension (s/n (B)(4)) found no anomalies.

Event description:
Information was received from the company representative that reported there was high impedance during an intra-operative stage 2 procedure. When the high impedances were found, they disconnected and reconnected several times both at the lead extension site as well as the battery extension site and they still noticed high impedance. The physician was using one lead/extension connected to the implantable neurostimulator (ins). The physician had placed the ins plug on the 8-11 ins port and the extension on the 0-3 ins port. All electrode impedances were showing high on the 0-3 port. It was noted the high impedances were caused by having the incorrect lead configuration and it was resolved when they corrected the lead configuration. After trying to replace the port plug, battery, and extension, the issue was resolved once the extension was replaced. The impedances were re-tested and no problems were found after the extension replacement. However, during the process of elimination the battery wasn't able to be used. Both the ins and the extension were removed. The issue was resolved at the time of report. There was no patient death, no patient injury, and the patient recovered without sequelae. The patient was implanted for essential tremor and movement disorders.